Event description:
It was reported the patient stated they had a device and "it was not working". Further follow up not possible as the patient did not report any identifiable information.

Manufacturer narrative:
(B) (4).